Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the display intermittently blacked out and color bar was displayed due to a faulty circuit (cp) board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were confirmed. The device evaluation found the display was blacking out intermittently, and the color bar was being displayed, both due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite ii video system center¿s display was not working, and after connecting the camera head a color bar was then displayed. The issue was found during maintenance. There were no reports of patient harm.